Manufacturer narrative:
Literature article citation: chmielnicki, m. Et al. Unstable vertebral body fractures in elderly patients - how stable is percutaneous internal fixation? J. Orthopaedics. 2010; 7(4)e1. (B)(4). A review of device history records is not possible at this time, without additional product information. It is unknown at this time if any of the devices contributed to the reported event. Neither the device nor films of applicable imaging studies nor medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. We are filing this MDR for notification purposes.

Event description:
It was reported in a literature article that 61 patients with unstable monosegmental fractures of thoraco-lumbar transition and lumbar spine underwent surgery in 2007 and 2008. The patients were treated with percutaneous internal fixation. Retrospective review found post-op complications. Two cases of secondary screw cut-out were observed with migration of the screw tip into the intervertebral disc. The patients required revision of the internal fixation including anterior stabilization.